Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 15-jul-2025. The unit was returned with an "oxygen error" complaint, which was confirmed with the inspection. The root causes included contaminated zeolite and a blocked feed port. The zeolite had absorbed excessive moisture, leading to column contamination, while the muffler was filled with dust, further contributing to the blocked feed port. This combination resulted in increased column pressure and reduced external oxygen output.

Event description:
It was reported that the patient's unit was not producing enough oxygen to raise the patient's oxygen level. They were hovering around 80% o2 saturation even with the device on the highest setting. As a result, the patient's daughter called an ambulance and the patient was taken to the hospital. According to the patient, they noted that the patient's o2 saturation was around 55%. The patient was discharged after 15 days. They received a replacement unit and they are doing well.